Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
This right atrial (ra) lead was surgically abandoned due to intermittent noise. New lead was implanted and remains in service. No additional adverse patient effects.